Manufacturer narrative:
On 10-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was blood backflow indicating damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, the issue was resolved, and the procedure was completed. Additional information received indicated physical damage was on valve/hub. The valve itself is broken off the entrance of the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood lost was a small amount, the sheath was immediately removed. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was blood backflow indicating damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, the issue was resolved, and the procedure was completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed that the valve was damaged on the vizigo sheath. However, the hemostatic valve is not separated. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and the device failed test since there was water leakage per damage on the valve. The root cause of hemostatic valve damage cannot be determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The reported complaint hemostatic valve separation cannot be confirmed. However, a damage was found in the hemostatic valve. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer reported hemostatic valve separation issue. Investigation findings: mechanical problems identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: valve(s) (g04135) were selected as related to the other physical damage identified on the valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)